Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue reported to philips contains insufficient information regarding the failure of the device. The issue is being reported in an abundance of caution. There was no patient involvement.

Manufacturer narrative:
.

Event description:
The customer contacted philips healthcare to report that the device was drenched with water. There was no patient involvement.